Event description:
The lay user/patient contacted animas on (B)(6) 2012 alleging that she was experiencing high blood glucose (bg) and "didn't know why". Animas customer support made several attempts to reach the patient to obtain additional information and review/troubleshoot the subject pump; however, were unable to reach her. The medical surveillance specialist (mss) was able to reach the patient by phone on (B)(6) 2012 and obtained additional information regarding the elevated bg excursion. The patient reported that in the beginning of (B)(6) 2012 (approximately 1 week prior to contacting animas) she began to obtain high bg readings in the 300 mg/dl range that lasted about 1.5 weeks. With the high bg readings, the patient confirmed developing symptoms of thirst, "fuzzy vision", fatigue and hunger. The patient claimed she would treat the high bg with a correction bolus via the pump. During the follow-up call with the mss, the patient stated she was not sure what may have caused or contributed to the high bgs. This complaint is being reported because the patient developed signs and/or symptoms suggestive of hyperglycemia while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.